Event description:
Reporter indicated that the site's handheld computer would no longer hold a charge. All attempts for further info, and to have the handheld computer returned for analysis, have been unsuccessful to date.